Manufacturer narrative:
The lot code provided, ee16a, was invalid. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised on a knee due to broken baseplate. Additional information provided by the sales rep indicated that the baseplate did not break, it went into varus.

Manufacturer narrative:
An event regarding revision due to subsidence involving a triathlon baseplate was reported. Method & results: -device evaluation and results: in a photo of the device only fibrous tissue remains attached to the device, as is consistent with in vivo clinical use and loosening of the device. Apart from this, the device appears unremarkable. -medical records received and evaluation: a clinical review of the provided records indicated that the fact that the device was already loose with fibrous tissue interface at 8-months proves that this device has never been stable and thus there must have been a problem during the first few months of implantation causing lack of proper bone ingrowth. There must have been excessive micromotion and thus imbalance between load upon and bone ingrowth properties of the device. As such, lack of adequate information prevents to establish a real root cause of failure. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusion: clinician review of the provided information indicated there must have been excessive micromotion and thus imbalance between load upon and bone ingrowth properties of the device. The exact cause could not be determined as insufficient information was received. Further information such as early postop x-rays, operative reports, patient history, and follow up notes are needed. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded tritanium baseplate loosening may result from factors not related to the device.

Event description:
It was reported that patient was revised on a knee due to broken baseplate. Additional information provided by the sales rep indicated that the baseplate did not break, it went into varus.